Event description:
Philips received a complaint on the v60 ventilator indicating that the device was experiencing error code 1104 (check vent: backup alarm failed). The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed error code 1104 in the event log. The error code was stated to have occurred over 5 months ago with it not reoccurring directly after multiple hours of use at the time. It was also confirmed to not have re-occurred in the 5 months since the initial error code. The fse ran the device for an hour during the onsite service on 03apr2023 and was unable to duplicate the 1104 issue. In a good faith effort (gfe) response from the field service engineer (fse) received on 06apr2023, it was confirmed that the device is believed to be working properly in relation to the 1104 error code. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.